Manufacturer narrative:
Date of event corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, users are made aware of the risks associated with type ii endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6), 2015 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure a proximal type I endoleak was noted. The physician chose to monitor the endoleak. The patient tolerated the procedure. It was reported that the patient¿s maximal aortic diameter was 45.1 x 44.3mm. On an unknown date, a follow up examination revealed a type ii endoleak originating from the patient's lumbar artery. It was reported that the aortic diameter was 58mm. The physician reportedly stated that the aneurysm growth may be attributed to the type ii endoleak. On (B)(6) 2020 the patient underwent reintervention to treat the proximal type I endoleak. An aortic extender endoprosthesis was deployed to extend the device proximally. The endoleak was not resolved. The patient tolerated the procedure. A reintervention was planned for (B)(6) 2020 to coil embolize the patient's lumbar artery for treatment of the type ii endoleak. On (B)(6) 2020 the coil embolization was performed as planned. A type ii endoleak from one of the patient's lumber arteries was still noted. It was reported that the physician will monitor the endoleak.